Event description:
Customer reported the panorama central station has lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and recommended the customer to replace an uninterrupted power supply.